Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product was scrapped at facility.

Event description:
It was reported the irrigation port on blade broke off during surgery when nurse attempted to mount tubing. Another blade was opened and used with no issue. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.